Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system 2. Reference medwatch with (B)(6) for the aviva system 1. Device will not be returned

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 63 mg/dl (aviva system 1) and 18 mg/dl (aviva system 2). No actions taken based on device results. No adverse event reported. Requested return of suspected device and strips; however, customer has used up and discarded strips. Replacement was sent.